Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that balloon inflation failure occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during procedure, the balloon could not dilate the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, device analysis revealed pinhole and longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At the markerband there was a 5mm longitudinal tear and a pinhole to the balloon.